Event description:
It was reported that, the device was used during a laparoscopic cholecystectomy, the clips fell out of the instrument. Took a new instrument to complete the case. There were no adverse consequences to the patient.